Event description:
It was reported that after closing the pocket, loss of atrial capture was noted. Upon reopening to pocket, the physician noted that the terminal connector was damaged. The lead was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria forward.